Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. On (B)(6) 2012 the patient underwent a cystourethroscopy and a marshall test.

Manufacturer narrative:
It was reported that patient underwent cystoscopy on (B)(6) 2009 due to mixed urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with water cystoscopy due to sui. It was reported that following insertion the patient infection, urinary/bowel problems, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge, dysuria, urinary frequency, vaginal itching, and recurrent urinary tract infection.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.